Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to discharge and was unable to select energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable on the control board. The flex cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.